Manufacturer narrative:
Unit passed displacement test, active current test and selftest. Unit failed sleep current test. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed. Power error confirmed due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had replaced battery now alarm without prior low battery alarm. The customer¿s blood glucose level was unknown. Customer stated that this was the second occurrence of replace battery without prior low battery alert. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.